Event description:
Boston scientific received information that this right ventricular (rv) lead and device displayed a high, out of range shock impedance measurement that was detected via the patient's home remote monitoring system. The patient was to be seen in clinic for follow up. The local boston scientific field representative (fr) indicated that they were not aware of any further information regarding this clinical observation. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.